Event description:
Nitric oxide unit delivered ino gas but the computer screen failed to analyze the gases or allow the ability to change the dose. Unit sequestered and set aside for biomed to review.unable to duplicate fault, without having a message in the window telling what was the cause. Several things will cause this problem, but there will be an alarm message and alarm. 1- tanks not installed or turned on.2- tank sensor not plugged in.3- tanks empty.unit delivered to biomed with 1 full tank and one partial tank (with full gas) pressure and operated ok.returned to department after testing for several hours.